Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) date sent: 11/8/2016, batch # (B)(4). Additional information requested but unavailable: was the device being used on the proximal or distal transection? Did the device deploy any staples? Did the knife advance? Was there any difficultly closing the device? Were any of the firing strokes able to be completed? When the device was attempted to be fired, was there any damage to the tissue? When removed from the patient, was the device reloaded or was the same cartridge fired? What was the reason for observation? Was the hospital stay extended beyond the standard of care? What did the surgeon have to sew? Will the device and reloads be returned? Is a video available? What is the current patient status? The analysis found that one ec60a device was returned with no apparent damage and with one ecr60g cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
The patient is female and (B)(6). The new device ec60a was used on rectum in the radical resection of rectal cancer operation on (B)(6) 2016. However, no staple could be released during first firing. The cartridge was ecr60g with lot n4l45k. When the device was taken from the patient and made firing without tissue, the staple came out. And then changed to another ecr60g to reload and failed to fire as no staple came out. Finally the surgeon sewed the rectum with suture, and operation time prolonged about 40 minutes since this issue. The second green cartridge was discarded, and the first cartridge was returned for evaluation. This surgeon has used this kind of device for near about 2 years, now the patient is in hospital for further observation. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.